Manufacturer narrative:
Product event summary:it was reported that the patient was experiencing critical battery alarms. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the device passed visual examination and functional testing. The controller, (B)(4) , in use during the reported event did not have the smr software upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc); the battery was replaced after the critical battery alarm. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation is investigating communication errors. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ¿critical battery¿ alarm on two batteries despite being fully charged. This occurred on both power ports. The battery was replaced. No patient complications have been reported as a result of this event.